Manufacturer narrative:
Additional information was received indicating the broken piece was removed from the patient's tooth and treatment was concluded without injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The returned reciproc blue file r25 8/100 25mm 025 is broken at the base of the active part (incertain conditions). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1555399, #1556012, #1556014, #1558727, #1556753, #1558283, #1561433, #1561023, #1561019 and #1560056). Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a reciproc blue file broke during use. Broken part remained inside root canal. Follow-up treatment to retrieve broken part is pending.